Manufacturer narrative:
E1 initial reporter phone (B)(6).

Event description:
It was reported that the catheter burst. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat lower extremity arterial plaque stenosis. During the procedure, the delivery catheter in the middle of the device was broken. The catheter had burst before entering the patient. A new jetstream xc atherectomy catheter was selected to complete the procedure. There were no patient complications as a result of this event.